Manufacturer narrative:
Vyaire complaint (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspect component and performed a failure investigation. The component was visually examined and had scratches on the plastic covers. The unit was powered on and no errors related to the customer's reported problem were found. The unit was turned on and off multiple times without any issues. The fa lab was not able to confirm or duplicate the problem reported by the customer. The root cause could not be determined. Vyaire medical will submit a supplemental report in accordan.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the uim does not come on when the avea ventilator is turned on. The ventilator does boot up. The customer advised there was no patient involvement associated with this event.